Event description:
At completion of a sure procedure on (B)(6) 2025 to treat a lower pole kidney stone, resistance was noted during attempted withdrawal of the device. The uas and the device had to be withdrawn together and a tear was noted in the outer jacket of the device. The procedure was completed successfully and no adverse events were reported. Calyxo is reporting the event out of an abundance of caution.

Manufacturer narrative:
The device was returned for investigation. Inspection of the device exterior found the irrigation lumen jacket was torn and the hypotube was broken at approximately 6.5cm from the distal tip. A boston scientific navigator 12/14 ureteral access sheath was returned with the device and was still attached to the catheter shaft of the cvac device. Based on the details of the reported event and the investigation findings, the catheter experienced excessive shaft manipulation forces and mechanical strain during the procedure causing damage to the hypotube leading to a tear in the distal irrigation lumen and the inability to withdraw the device through the uas. The lot history review (lhr) for lot # 84831299 was conducted, which confirmed that there were no non-conformances observed at the time of manufacture that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.